Manufacturer narrative:
(B)(4). The srt recalibrated voltages to increase the force to 56 pounds. The srt tested the unit with the 1-meter head of water above the occluder as specified per procedure. The unit now fully occludes, passed the water drop test with both specified tubing sizes. The srt functionally tested the unit, performed validation and release testing. The unit operated to manufacturer specifications and was returned to clinical use. If additional information becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.

Event description:
The service repair technician (srt) reported that during routine testing of the device at the service center, while performing the 39" water drop test using .5" inner diameter (ID) x 3/32" all tubing, the occluder head failed to fully occlude. There was no patient involvement.